Event description:
Admitted on 10/5/98 for right percutaneous nephrostomy for renal calculus. Nephrostomy tube fractured requiring wound exploration on 10/7/98. Md described the pt having a lot of scarring around the tube which made it more difficult to remove. The tube fractured just above the malecot portion.